Manufacturer narrative:
The investigation confirmed that unexpected, non-reproducible amon quality control results were obtained while using the vitros 5600 integrated system. The most likely assignable cause of this event is an instrument issue related to microslide incubator contamination. Atypical within-run performance was observed following the initial calibration of the vitros amon lot in use and it was implied that the same reagent lot was performing as expected on an alternate vitros instrument. Results of a pad reflectance diagnostic test were initially atypical; however, acceptable results were achieved following service actions which included replacing the microslide incubator evaporation caps. Within-run performance of vitros amon lot 1015-0233-9948 was significantly improved post-service, and the customer did not wish to continue the investigation as they were satisfied with current vitros amon performance. There was no evidence to suggest a malfunction of the vitros amon reagent lot involved.

Event description:
The customer obtained unexpected, non-reproducible ammonia results on two different vitros liquid performance verifier (lpv) quality control fluids on a vitros 5600 integrated system and a lower than expected result obtained from lpv ii met potential health and safety criteria when compared to the expected value. Lpv ii quality control result of 131.3 ¿mol/l vs. 193.8 ¿mol/l. Biased results of the direction and magnitude observed may lead to inappropriate physician action, should they occur undetected on patient samples. The customer stated that no vitros amon patient results were processed during the time frame of the event. However, the investigation cannot conclude that patient sample results would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of this event. (B)(4).